Manufacturer narrative:
Device 1 of 2. A2: age at the time of event - 58 years. E1: complainant city: (B)(6). Complainant country: (B)(6). Complainant phone: (B)(6). Patient city - (B)(6). Patient state/province - (B)(6). Name of affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The patient's family provided feedback that while using the company's known moldable skin barrier, the mass broke and fell off during the molding process, and it was the same problem when opening another new product. The patient was discharged from a known hospital with a box of company's known moldable skin barrier. After discharge, she returned to her hometown, and the transport temperature was about 20 degrees, and it was stored at room temperature after home instead of in a low temperature environment. There was no harm reported. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Photograph, video and/or physical sample evaluation: ¿ there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 2c01999 was manufactured on 20/mar/2022, in ats #2 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 26/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1222274 and manufacturing order (B)(4) as per process instruction (pi). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 26/jan/2024, the complaint investigator ran a query in database in order to verify the complaints reported for 2c01999 lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ and as result no additional type 2 complaints were identified during this search as per work instruction (wi). Historical nonconformance review: on 26/jan/2024, the complaint investigator ran a query in database looking for any in process nonconformance / CAPA (s) associated to the malfunction code ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ for the lot number 2c01999 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 2 defective parts confirmed to date from a lot size of 21,000 products. This represents a defect rate of only 0.010% which is well within an appropriate acceptable quality level (aql) for leakage which should be 0.25% based on our standard operating procedure (sop) "quality inspection plan". In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 0.25 this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: the review of the batch record 2c01999 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. No additional complaints were reported for lot affected related to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.